Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 15-jun-2018 device evaluation: the device has been returned and evaluated by product analysis on 05-jun-2018 with the following findings: during investigation, the pump was powered on with normal audible tone/vibration. The pump's audio features were found to be functioning properly. The pump cover was opened and there was no evidence of moisture, damage, or loose internal components. The original complaint of an audio tone issue was unable to be duplicated. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.